Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins) the reason for call was patient asked how she was to dispose of her old external therapy equipment because she got her ins replaced yesterday. Patient stated she got a new ins placed (B)(6) 2020. Patient stated the ins was replaced because "it wasn't working good" for her and she just let everything go. Asked unknown event date troubleshooting was unable to be performed as not available. It was reviewed that she could recycle her old external equipment. No symptoms/patient complications reported.